Manufacturer narrative:
The reason for this revision surgery was the presence of a third party particle in the right joint place; loose cement. The length of in vivo service was 3.5 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been 6 prior complaints reported against this part number; summary of investigations: 5 infections, and 1 revisions for joint repair. This is the first complaint against this lot number. This root cause of the event and revision surgery is the result of patient's knee having third party particles in the right knee. The surgeon reported no issue associated with the explanted product. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a third party particle in the right joint place; loose cement particle. Also, the surgeon did a poly swap.